Event description:
On (B)(6) 2011, pt reported the down arrow button on the infusion device is defective. Pt stated she did not remember receiving the infusion device recall notice. Pt reported she realized the button issue while she and her husband were playing around with her infusion device one evening a few months ago. Pt stated the button does pop back out after being pressed, but the infusion device does not respond with a beep, vibration or 0.0 on the display screen. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.